Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak on two utca probes on the unicel dxc 660i chemistry analyzer. No report of injury.

Manufacturer narrative:
A bci field service engineer (fse) replaced both probes.